Event description:
It was reported that the patient had diaphragmatic stimulation in all vectors all the way down to loss of capture. The procedure was a placement of the epicardial lead to the left ventricle. Patient condition was stable before, during and post procedure. Lead was capped and will not be returned.